Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed pacing impedances of greater than 2500 ohms and a decrease in intrinsic amplitude one day post implant. The patient was subsequently seen for a revision procedure where the rv lead was explanted and replaced. The device remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.